Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterine fibroid and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding and clotting"). The patient was treated with surgery (hysterectomy vaginal with bilateral salpingectomy, laparoscopic assisted cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details-right-3 and left 2 coils were noted. Discrepancy noted in date of insertion (B)(6) 2013 , (B)(6) 2004 , (B)(6) 2012. Plaintiff never experienced any of these conditions prior to receiving the essure implant. Plaintiff saw a physician who recommended to remove the essure implant, however, she does not had insurance and cannot afford removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: a. Uterus and bilateral fallopian tubes , hysterectomy and bilateral salpingectomy benign uterus with leiomyomata (the largest one measures 4 cm) and a proliferative endometrium. Benign bilateral fallopian tubes benign cervix b. Posterior cul-de-sac peritoneal inclusion cyst wall, excision: benign peritoneal inclusion cyst. Diagnostic results: plaintiff had the hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Lot number: a57112 manufacturing date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality-safety evaluation of ptc (product technical complaints). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterine fibroid and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding and clotting"). The patient was treated with surgery (hysterectomy vaginal with bilateral salpingectomy, laparoscopic assisted cystoscopy). Essure treatment was not changed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details-right-3 and left 2 coils were noted. Discrepancy noted in date of insertion (B)(6) 2013, (B)(6) 2004, (B)(6) 2012. Plaintiff never experienced any of these conditions prior to receiving the essure implant. Plaintiff saw a physician who recommended to remove the essure implant, however, she does not had insurance and cannot afford removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: a. Uterus and bilateral fallopian tubes , hysterectomy and bilateral salpingectomy. Benign uterus with leiomyomata (the largest one measures 4 cm) and a proliferative endometrium. Benign bilateral fallopian tubes benign cervix. B. Posterior cul-de-sac peritoneal inclusion cyst wall, excision: benign peritoneal inclusion cyst. Diagnostic results: plaintiff had the hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received- lot number were added. New reporter, race, lab data, date of insertion, medial history were added. On 15-jul-2020: no new significant information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.